Manufacturer narrative:
Fse followed up with the customer over the phone to address the reported event. Upon initial contact with the customer fse determined that the issue had been resolved by customer prior to the initial contact. The customer stated that a test cup had been dropped by the turn table resulting in the reported error. Removing the test cup resolved the issue. No further action was required by field service. The instrument was installed at the account on 25apr2018. A complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- error messages was reviewed. The 4004 turn table slip : the aia-360 operator's manual indicates that the 4004 turn table slip error message is generated when the turntable motor slipping is detected. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due operational error.

Event description:
It was reported that the customer received "4004 turntable slip" errors with their aia-360 refurbished analyzer. Technical support (ts) instructed the customer to power down the device and rotate the carousal, but the turn table was unable to move. When the device was powered back up, the "4004 turntable" error sounded again. The customer called back the following day to report that they were now receiving "2161 c.transfer cup pickup" errors. The customer was requesting service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), creatine kinase-muscle/brain (ckmb). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.